Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on normally. The pump was programmed on a 1.0u/hr basal rate and exercised for 24 hours; no 0.00u boluses were recorded in the pump history during this time. No hypersensitive keys were observed on the keypad. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was delivering unprogrammed boluses of 0.0 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.